Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported after insertion, the safety shield did not lock out after covering blade. The device was steam sterilized. There was no consequence to the pt.